Event description:
It was reported that during a renal angioplasty procedure, wire breakage occurred. The physician initially performed an angiogram. In order to do the angioplasty, the physician exchanged the 5f catheter to a 6fr catheter, leaving the iq marker guide wire in the pt. During the exchange, the physician "missed the puncture site", meaning that it was not possible to introduce the new sheath. Pressure was put on the puncture site to produce coagulation. Once hemostasis was achieved, everything was removed, and the pt was sent to the recovery area with the plan to perform the angioplasty following recovery. Three days later, the pt was sent for the pending angioplasty. When the physician tried to enter a sheath, he noticed that there was a portion of the iq marker guide wire inside the pt (from the previous procedure). The pt was sent to surgery for removal of the guide wire fragment. Following surgery, the pt status was reported as "stable".